Event description:
My CPAP machine, resmed air sense 11 runs out of water after about 5 hours. The plastic water chamber then heats up releasing a burning plastic odor. This happened to me last night. My chest hurt after this happened -- there is some offgassing that is occurring when the plastic is heated. Problem is worse during the fall and winter, when the air in the house is dryer. During the summer the water may last 6 or 7 hours. I do not know what chemicals are being released by the heated plastic or how this is affecting my health.